Event description:
It was reported that a 911 call was made due to the customer pressing buttons in the middle of the night and accidently giving himself twenty units of insulin. Customer experienced hypoglycemia and the customer's blood glucose levels at the time of the call were 211 mg/dl. Customer's blood glucose level when the paramedics arrived was 27 mg/dl. Customer was placed on IV and treated with syringe shots by the paramedics at the customer's home. Drive support cap was noted to be normal. Troubleshooting was not performed as the customer knew the reason for his low blood glucose levels. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.